Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebt2369 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that 30-60 minutes after having placed a powerpicc solo 2 hf a lumen was found to be cracked and leaking IV fluids. The valve of the white lumen had a v-shaped crack. The catheter was replaced without any complication or patient discomfort.